Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history review was unable to be performed since no lot/batch number was provided a retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information. H3 other text : see narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked the following information was provided by the initial reporter: on (B)(6) 2023, during the intravenous infusion of the patient, the nurse leaked from the plastic extension tube of the indwelling needle, which was replaced in time, and the adverse event was reported to the head nurse, and the medical engineering department was informed, and the medical engineering department contacted the person in charge of procurement, and the person in charge contacted the manufacturer to feedback the problems existing in the consumables.